Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 23-feb-2024, UDI(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. 0medtronic has made reasonable efforts to provide as much re: information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at a dose of "96mcg". It was reported that the catheter tip migrated and came out of the intrathecal space. There were no known external factors. Imaging was obtained to view the catheter tip location. The catheter was replaced on (B)(6) 2025 with a new 8780 catheter. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's medical history was asked but was unknown.